Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation that was open and oozing. The patient reportedly was prescribed a cortisone cream and a spray. Follow up indicated that the area was no longer open and was getting better.

Manufacturer narrative:
(B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.